Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented asymptomatic via merlin.net with rv oversensing showing myopotential oversensing. Medication adjustments were made. The patient will be monitored with routine follow-up and was doing fine.